Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Patient reported 6 infusion sets from the same box have leaked insulin, and this has resulted in hyperglycemia of 200 mg/dl. The infusion set adhesive has become wet with insulin and loosened, and she has been able to smell insulin. This has occurred on the second day of use, typically when larger amounts of insulin were delivered. Pt reported the infusion needle was inserted well. The infusion sets were requested for eval. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. A visual inspection and tests for flow and leak were performed on the returned unused infusion sets, and all test results were within specifications. The reference samples were visually inspected and tested for flow and leak, and all test results were within specifications.